Manufacturer narrative:
Reliability analysis inspected three opened and or used enlite sensor and performed bicarbonate buffer test and found one out of three sensor electrodes broken in half. The broken part was still found attached to the sensor tubing. The two remaining sensors performed bicarbonate buffer test. One out of the two failed per spec with low readings. The remaining sensor passed with accurate readings.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are receiving change sensor alarm, check blood glucose alarm, and calibration error. The customer's blood glucose level at the time was 148mg/dl. Troubleshooting was conducted and the customer is returning the sensors and receiving replacements.